Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer's blood glucose level was 46 mg/dl. The customer treated with food and drink and stated that he may have overbolused after lunch. The customer also stated that he is having issues with the battery life on his insulin pump; the batteries will only last a couple of days before the display will go blank. Standard troubleshooting was performed. It was discovered that the customer's insulin pump had a scratched display screen from when the customer fell on it. The product has been returned. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm or blank display noted. The insulin pump passed functional testing. The insulin pump had minor scratched liquid crystal display window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.